Event description:
The distributor reported on behalf of the user facility the following incident: the patient had developed a reddened area around the site of the central line catheter, when using the biopatch dressing. The user facility continued to use the biopatch on the patient. The distributor attempted to obtain more information, however, the user facility did not provide the requested information.

Manufacturer narrative:
The product is not expected to be return. An investigation has been initiated based upon the reported information.